Event description:
The customer reported via phone call that, whenever she put the reservoir into the reservoir chamber, a small piece of plastic broke off. The customer did not know the blood glucose reading. She stated that she was not sure what was happening but that a piece of clear plastic fell off when she put the reservoir in. She stated that the issue may have started happening after she had dropped the insulin pump, but she was unsure. She observed scratches on the insulin pump's display. The customer was advised to check if the piece that broke off was from damage to the reservoir tube threads that could cause the plastic to break off. She stated that she would call back if the issue recurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.